Event description:
The customer reported that they were unable to make setting changes on an achieva ventilator. The ventilator was not in the use of a patient the time the malfunction occurred. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer over the phone. The customer was advised to replace the front panel. The customer reported to have replaced the front panel to correct the malfunction. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).